Event description:
It was reported that during a mildly tortuous, heavily calcified, concentric, iliac artery restenosed non-abbott stent procedure, during pre-dilatation, the fox cross (7 x 40 mm) balloon delivery catheter was advanced without resistance. The fox cross (7 x 40 mm) balloon was inflated to 14 atmospheres (atms) with the first inflation and ruptured with the second inflation at 14 atms. The fox cross (7 x 40 mm) balloon and balloon delivery system were removed without difficulty and another (7 x 20 mm) unspecified balloon catheter and unspecified stent were used to successfully complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.